Event description:
It was reported, "study patient determined to have stryker product on previous implant information form. The acetabular shell and acetabular insert were revised, due to aseptic loosening in 2009. This patient is enrolled in the study and the details of their previous surgery were limited, as they are not collected as part of the study."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer, as it was discarded by the hospital. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.